Event description:
Initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bone pain ("iliac blade/crest pain"), dyspareunia ("pain during the sexual intercourse") and vomiting ("vomits"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, bone pain, dyspareunia and vomiting had resolved. The reporter considered bone pain, dyspareunia, pelvic pain and vomiting to be related to essure. The reporter commented: the patient referred that she was affected by essure. She commented that before the removal of essure, she presented iliac blade/crest pain, pelvic pain, pain during the sexual intercourse and vomits. After the product removal, the events have been resolved in a 95 percent. No allergy tests were performed, they did not mention the product´s contraindications. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 10-jul-2018 for the following meddra preferred term: pelvic pain: the analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4). On 06-jul-2018. The most recent information was received on 10-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient wasnot informed about the contraindications such as metal allergy and she did not have a test. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of bone pain ("iliac blade/crest pain"), dyspareunia ("pain during the sexual intercourse"), vomiting ("vomits") and the second episode of bone pain ("pains in ischium humps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, vomiting and the last episode of bone pain had resolved. The reporter considered dyspareunia, pelvic pain, vomiting, the first episode of bone pain and the second episode of bone pain to be related to essure. The reporter commented: the patient referred that she was affected by essure. She commented that before the removal of essure, she presented iliac blade/crest pain, pelvic pain, pain during the sexual intercourse and vomits. After the product removal, the events have been resolved in a 95 percent. No allergy tests were performed, they did not mention the product´s contraindications. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (aemps, reference number: (B)(4)) on 06-jul-2018. The most recent information was received on 06-aug-2018. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: patient wasnot informed about the contraindications such as metal allergy and she did not have a test. . In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), the first episode of bone pain ("iliac blade/crest pain"), dyspareunia ("pain during the sexual intercourse"), vomiting ("vomits") and the second episode of bone pain ("pains in ischium humps"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dyspareunia, vomiting and the last episode of bone pain had resolved. The reporter considered dyspareunia, pelvic pain, vomiting, the first episode of bone pain and the second episode of bone pain to be related to essure. The reporter commented: the patient referred that she was affected by essure. She commented that before the removal of essure, she presented iliac blade/crest pain, pelvic pain, pain during the sexual intercourse and vomits. After the product removal, the events have been resolved in a 95 percent. No allergy tests were performed, they did not mention the product´s contraindications. Most recent follow-up information incorporated above includes: on 6-aug-2018: new event added: pains in ischium humps. Before the removal the patient presented pains in ischium humps, pelvic pain, pain during sexual intercourse, vomiting. After the surgery, the symptoms disappeared in 95%. She was not informed about the contraindications such as metal allergy and she did not have a test. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.